Manufacturer narrative:
(B)(4). Evaluation summary: the used device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sample was gravity tested and liquid flowed correctly through the tubing. Simulated use testing was then performed by inserting the set into an in-house infusion pump; no separation was detected and the device operated within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a y type blood/solution administration set separated from the tubing. This occurred after the spike was inserted into a glucose container; the spike remained in the container while the rest of the set fell away. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4).the device was returned and is currently in the process of being evaluated. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.